Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in the emergency room. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient was asymptomatic to the event. The device was reprogrammed resolving the issue. The patient was in stable condition and discharged.